Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 100% stenosed, severely tortous and calcified lesion was located in the left popliteal artery. The balloon was advanced to the lesion and on the first inflation it ruptured at 4 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the balloon was being used for post-dilation of the severely calcified lesion. The device was successfully removed intact and no shaft kinks were noted.